Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the lead migrated. One of the leads pulled out of the epidural space. An x-ray confirmed the migration and a lead revision was scheduled for (B)(6) 2018. The ins was discharged, and the rep could not program because of the low battery level. No further complications were reported.